Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693565 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold causing possible early battery depletion of the device. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.